Event description:
Device 1 of 2: MFR reference report: 1627487-2019-04608. It was reported that the patient had the lead extensions explanted and replaced on (B)(6) 2019 due to high impedances. The patient did not have adequate coverage due to high impedance. Reprogramming was attempted without success. Effective therapy was established post operatively.

Event description:
Deviec 1 of 2: MFR reference report: 1627487-2019-04608.